Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per ppf: essure insertion date: (B)(6)2012 (discrepancy), (B)(6)2012. She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received events "abnormal bleeding (vaginal), hair loss" were added. Reporter information and patient demographics were added. Previously reported event "genital hemorrhage" seriousness criteria (medically significant) was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') in an adult female patient who had essure (ess205) (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per ppf: essure insertion date: (B)(6) 2012 (discrepancy), (B)(6)2012, 2(B)(6) 2012 (per mr) she had not undergone essure removal surgery. Discrepancy noted in essure insertion date: 2007. Left ostia with 3-4coils seen, right ostia with 2-3 coils seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters information were added. Lot no. Were added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') in an adult female patient who had essure (ess205) (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per ppf: essure insertion date: (B)(6) 2012 (discrepancy), (B)(6) 2012, (B)(6) 2012 (per mr). She had not undergone essure removal surgery. Discrepancy noted in essure insertion date: 2007. Left ostia with 3-4coils seen, right ostia with 2-3 coils seen. Lot number: a15528, manufacturing date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation -other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dyspareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: per ppf: essure insertion date: (B)(6) 2012 (discrepancy). She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ perforation- other, chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, uti (urinary tract infection), vaginal discharge, hormonal changes, weight gain and plaintiff did not undergo essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.